Event description:
Mega 50cc which was difficult to insert through sheath. Eventually, the balloon cleared. No pt injury reported. Pt expired after event, death of pt was not related to event.

Manufacturer narrative:
The product was not returned for evaluation. (B)(4).